Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during preparation, after washing the 26mm sapien 3 ultra valve for two minutes, a bright red spot in between the leaflets of the valve was noted. After additional washing, the red spot appeared to be gone, however, after the initial pre-crimp of the valve, it was noticed again. The team was not able to remove observed red spot, so the decision was made to use another valve. The valve was implanted successfully with a good result. Per report, there was a red material used to tie the swabs together. It is unknown if it is the same material as noted on the leaflets.

Manufacturer narrative:
The returned device was visually inspected for any abnormalities and the following was observed: one (1) red string returned with valve, two areas were observed with red spot: one on the cp1 and one on cp2, and red fibers on cp1, cp2 and returned red string were sent for ftir testing. The complaint event site provided imagery relevant to the complaint and the following observed: bright red spot was observed between two leaflets at inflow side. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate noticed was confirmed based on the provided imagery and returned device evaluation. Per ftir material analysis results, red fibers on cp1 and cp2 showed similar absorption to tissue fibers from valve material and the red string show similar absorption characteristic when compared to cellulose like material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match tissue fibers from valve and cellulose material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'after washing the 26mm sapien 3 ultra valve for two minutes, it was noticed that there was a bright red spot in between the leaflets of the valve. After some more washing, it appeared to go but, after the initial pre-crimp it was noticed it again'. Furthermore, it was reported, 'there is a red material used to tie the swabs together'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.